Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance and helix mechanism issue. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was presented for an implant procedure. After the procedure, the patient's pacing morphology had changed on electrocardiogram. The physician performed a lead revision procedure on the same day. During the surgery, upon investigation, it was noted that the right ventricular (rv) lead was dislodged. Upon interrogation, it was noted that the rv lead exhibited high pacing impedance, and the helix of the lead failed to extend nor retract. The physician explanted and replaced the rv lead. The patient was in stable condition.